Event description:
It was reported that during an upright vertical stereotactic procedure, the encor driver would not stop sampling after the user removed their foot off the encor foot pedal. The encor enspire needed to be switched off to stop the driver from sampling. After the enspire was switched back on, error code 1005 (driver button or contact stuck during initialization) was displayed. The enspire was switched off before removing the needle from the patient. There was patient involvement with no injury. It was identified that the encor enspire, encor foot pedal and the encor driver were used together as a system during this event.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor enspire serial number dybrf027 was received at the bard medical south africa. The encor enspire was visually inspected and was found not damaged. All hardware present and free of any dirt and contaminants. Initial functionality shows in perfect working order. The device was functionally tested and passed all the tests identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported unintended movement issue. The root cause for reported unintended movement issue cannot be determined as the problem could not be reproduced. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an upright vertical stereotactic procedure, the encor driver would not stop sampling after the user removed their foot off the encor foot pedal. The encor enspire needed to be switched off to stop the driver from sampling. After the enspire was switched back on, error code 1005 (driver button or contact stuck during initialization) was displayed. The enspire was switched off before removing the needle from the patient. There was patient involvement with no injury. It was identified that the encor enspire, encor foot pedal and the encor driver were used together as a system during this event.